Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began unspecified treatment for the peritonitis (doses, frequencies, and routes were not reported). During the treatment, dianeal therapy was withdrawn (no further detail was provided). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.